Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in that during a labral repair surgery on (B)(6) 2021, it was observed that the suture detached from the anchor on the gryphon p br anchor w/oc device. The anchor was not broken and removed from the patient. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: this investigation includes both the device and a photo that was provided by the customer. Upon visual inspection of the photo, it could be observed the inserter tip with the suture, however the anchor was not shown in the photo. According with the visual inspection result, this complaint cannot be confirmed. Since the anchor was not shown in the photo, we were unable to determine a root cause. The photo provided did not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. The complaint device was received and evaluated. Upon visual inspection, only the inserter was returned, however, the anchor was not returned. The shaft and inserter tip were in good condition, no structural anomalies were found. The suture is already taken out of its white paper card. According with the visual inspection result, this complaint cannot be confirmed. Since the anchor was not returned, a root cause cannot be provided. A manufacturing record evaluation was performed for the finished device 8l09454 number, and no non-conformances were identified. As part of depuy synthese mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthese mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the customer in that during a labral repair surgery on (B)(6) 2021, it was observed that the suture detached from the anchor on the gryphon p br anchor w/oc device. The anchor was not broken and removed from the patient. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.